Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have teflon pad damage on the clamp arm. A missing piece, measuring 0.088" x 0.065", was not returned with the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument had tip breakage. The customer used a backup instrument of the same kind to continue. The procedure was completed with no reported injury.